Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A clinical application specialist reported that a doctor had an anterior capsule tear but was able to finish the case without further issue. Surgeon discovered the tear after the intraocular lens was already inserted. The doctor mentioned the capsulotomy was rough and could have led to the capsule tear. Procedure was completed and resolved without treatment.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).